Event description:
Email from patient care specialist team requested dexcom technical support contact patient's father on (B)(6) 2014. Dexcom technical support contacted patient's father on (B)(6) 2014. During the call with dexcom technical support, patient's father claimed that patient experienced cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).